Event description:
It was reported that "notched locking bar no longer holds tension. The instrument becomes loose on the screw head and will unlock itself."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.